Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located a rattling noise inside the pump and sent back in for the clear ring recall. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The insulin pump not received with original battery cap. Battery cap damaged unknown. The following were noted during visual inspection: pillowing keypad overlay, cracked retainer and a rattling noise inside the pump near the motor. Cosmetic damage was confirmed rattling noise inside the pump and a cracked clear retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.